Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during set up, the mdu was not working. Also, it was getting hot to the touch. There was a back up device available, and no surgical delay was reported. There was no patient involvement.

Manufacturer narrative:
H11: h3, h6: the reported device was received for evaluation. A visual inspection revealed a discolored cable. Discolored cable is a cosmetic issue that does not affect device functionality, and it is not related to the alleged failure. A functional evaluation was performed on the returned device and a stuck right button. No overheating noted. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for the device getting hot was not determined since the reported malfunction could not be duplicated during the product evaluation process. The root cause for device not working was associated with a component failure. Factors that can contribute to the reported event include a blade stall condition that will result in increased current draw from the control unit which will heat the motor and hand piece housing. This can be the result of gearbox corrosion caused by cleaning and sterilization methods and the chemicals involved. Based on this investigation, the need for corrective action is not indicated.